Event description:
A user facility returned the olympus asset, cysto-nephro videoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the plastic distal end cover had foreign material exiting the biopsy channel and there were foreign material around the charged coupled device lens due to insufficient reprocessing. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process, finding the following: the universal cord and video cable had coating peeling, the video connector and grip had a scratch, and the forceps channel port had corrosion. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the foreign material observed on the distal tip cover and under the objective lens could not be identified. Based on information received from the customer, the root cause of the issues was determined to be the device was not reprocessed at the facility prior to returning to olympus. The issues may be detected/prevented by following the instructions for use section below: cysto-nephro videoscope olympus cyf-vh olympus cyf-vhr reprocessing manual olympus will continue to monitor field performance for this device.